Event description:
During a routine knee arthroscopy the following occurred: 1) 2 hook blades broke prior to insertion into the knee. 2) 3 hook blades broke after one cut thru the meniscus. 3) all 5 blades broke where the plastic handle connects around the metal blade extension.